Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 500 (mg/dl). Customer administered insulin injections to treat their bg levels and the customer was later admitted to the hospital. Customer was still in the hospital at the time of the call, and the contact reported that the customer was being treated with an intravenous drip. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.